Event description:
It was observed during the device evaluation, that the subject device had a small cut on the cable and failed leak testing. There was no patient involvement.

Manufacturer narrative:
The device was returned for evaluation. The definitive root cause of the issues could not be determined. Based on the results of the investigation, the most probable cause of the findings is component failure. A review of the device history record found no deviations that could have caused or contributed to the issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.